Manufacturer narrative:
Internal components were evaluated which revealed that the needle valve within the device was bent.

Event description:
It was reported that during a procedure the device operated automatically without user activation. A back-up device was used to complete the procedure. There was a delay of 3 minutes in the procedure. There were no adverse consequences alleged with this event.